Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 22ga there were sterility issues from the packaging. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: "material received with unusual black band, blister open. The material is therefore not sterile and cannot be used".

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 22ga there were sterility issues from the packaging. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: "material received with unusual black band, blister open. The material is therefore not sterile and cannot be used".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 09-aug-2023. H6: investigation summary: bd received five sealed 22 gauge insyte autoguard blood control pro units from lot 3045823 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed black splice tape on the edge of the packaging. This tape caused a breach in the packages sterility. Therefore, based off the visual inspection the engineer was able to verify the reported defect. It was determined that this was a manufacturing defect that occurred during the packaging process.